Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: a .018¿ 3mm x 4mm 40cm high pressure (hp) slalom thrill ruptured at 8atm (eight atmospheres). There was no reported patient injury. The device was used for a shunt percutaneous transluminal angioplasty (pta) case. The lesion had stenosis and calcification and little tortuosity. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 82185238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of stenosis and calcification and little tortuosity may have contributed to the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Phone number: (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .018¿ 3mm x 4mm 40cm high pressure (hp) slalom thrill ruptured at 8 atmospheres (atm). There was no reported patient injury. The device was used for a shunt percutaneous transluminal angioplasty (pta) case. The lesion had stenosis and calcification and little tortuosity. The device will not be returned for evaluation as it was already discarded due to suspicious infectious disease.